Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Incorrect aware date selected for first correction which clarified that device is a combination product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stylette was stuck in the device and the sheath was attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent segment with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was not verified because the stylette was stuck in the device. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a endeavor resolute rx coronary drug eluting stent to treat a severely calcified lesion located in the mid right coronary artery, exhibiting 79% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Negative prep was not performed. The device was inspected with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. The patient status post-procedure is alive with no injury. Stent deformation was noted during device analysis.